Event description:
It was reported that during manipulation of the catheter to get it into the right atrium, the distal electrode detached and floated within the right atrium. Since the electrode was in the right heart, the physician felt it was acceptable to let it remain in the pt. The pt was discharged without any further complications.